Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, the single-use aspiration needle fractured and a portion of it broke off inside the patient. The procedure was completed by using a back-up olympus aspiration device. There were no reports of patient harm or adverse clinical outcomes as a result of the incident.